Event description:
Customer reports after injecting and attempting to remove the needle from the injection site, the sleeve stopper and shrink band separated spraying solution. Reported condition found during pt use, however, no injury to pt or healthcare professional resulted.